Event description:
During an angioplasty of rca the distal end of a steerable wire broke off and floated down the vessel. Surgeon was called and decided to go ahead with procedure in the next 5 min. The vessel closed and a surgeon was called again. It was decided to take pt to or to graft the rca and retrieve the wire.